Event description:
It was reported the asymptomatic patient presented in clinic for an unrelated procedure. Upon interrogation, it was observed the patient's atrial lead was sensing noise. The lead was capped and replaced on (B)(6) 2021 without issue. The patient was stable throughout.